Event description:
It was reported in an disrupt-af study, the patient passed away from cardiac arrest approximately 3 months after having a pulsed field ablation (pfa) procedure. It was not known what caused the cardiac arrest. It was further reported the pfa procedure was performed to treat paroxysmal atrial fibrillation. The patient medical history conditions attributable to the patients death is atrial fibrillation, bladder cancer, cad, mi, nstemi, and stroke. The physician was contacted for additional information. It was further reported the patient was seen for a one-month follow-up a few days before the event, with no overt complications from the pfa procedure. The ECG demonstrated sinus rhythm with potential qt prolongation. Additionally, the patient had an unremarkable EKG at least two months after her ablation, showing no signs of heart block, long qtc, or any indication of a relationship to the ablation procedure. The physician does not believe the event is related to the pfa procedure. The cardiac arrest the patient experienced appears to have been due to pea.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.